Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant not reported. It was reported that the patient had an endoleak type iii. No further information has been received. No clinical sequelae were reported.

Event description:
Additional information was received for this case. The stent grafts were initially implanted for the treatment of a 6 cm thoracic aortic aneurysm. Initially, patient presented with back and chest pain. There was mild tortuosity and mild calcification. It was reported that eleven months post stent graft procedure, the CT demonstrated a type iii endoleak, fabric and was repaired with another valiant captivia device. Three months post intervention, the follow up CT revealed that there were no clinical sequelae and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of endoleak is unknown). Evaluation, conclusion: (cause of endoleak is unknown).